Event description:
Burned cornea from using product. Pt has had contacts for 15 years and feels this product labeling does not specify that it does not adequately warn the consumer that it is not a saline solution. Used differently than other solutions.